Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing a thr in her right hip joint on (B)(6) 2023, an x-ray revealed a ¿metal fragment in the acetabulum compartment¿. This adverse event was addressed by conducting a revision surgery on (B)(6) 2023, during which, the removal of the metal foreign body and exchanged of the poly and head, were done. The foreign body was a piece of metal that came off the impactor during her initial hip replacement. Patient's current health status is unknown.

Manufacturer narrative:
Additional information: d4: catalog #, lot #, expiration date, unique identifier (UDI) #, d1: brand name, d2a: common device name, d2b: procode, g5: PMA/510(k) # -additional information received from the customer has identified that this event was already reported under 1020279-2023-01817. The new information confirms that this is a duplicate complaint; therefore, should further details be provided in the future indicating otherwise, our files will be updated accordingly, and a follow-up report will be submitted outlining both the event details and the investigations performed.

Manufacturer narrative:
D1: brand name and d4: catalog number.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the documentation provided, the origin and exact material composition of the metallic foreign body cannot be concluded with certainty. Human error/oversight of a retained metallic foreign body (even after multiple x-ray/fluoroscopy images) most likely contributed to the patient¿s right hip pain and popping in the early post-tha period. Additionally, a procedural variance cannot be ruled out, as per the operative report, ¿found a small stress riser on the medial calcar¿ (non-displaced), for which a right proximal femoral cerclage was placed. Surgeon suspected later complaints of ¿daily groin pain¿, ¿lack of progress¿ and ¿lateral hip pain¿ were related to lumbar radiculopathy, overlapping with scar tissue secondary to the 2 procedures and trochanteric bursitis: therefore, may be procedure related. A device malperformance cannot be confirmed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of instructions for use for total hip systems revealed in preoperative warnings and precautions that intraoperative fracture or breaking of instruments can occur. Instruments which have experienced extensive use or excessive force are susceptible to fracture. Instruments should be examined for wear or damage and proper operation prior to surgery. Failure to do so may result in injury to the surgical team and/or the patient. Also, the surgeon should be thoroughly familiar with the implants, instruments, and surgical procedure prior to performing surgery. Certain insertion techniques may be different than those known for conventional hip systems, and are specifically designed to avoid potential implant failures. Besides, in intraoperative states that prior to closure, the surgical site should be thoroughly cleaned of cement, bone chips, ectopic bone, or other foreign matter. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all instruments be inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
B5: describe event or problem h6: health effect - clinical code and health effect - impact code.

Event description:
It was reported that following a right total hip replacement (thr) performed on (B)(6) 2023, post-operative imaging revealed a metallic foreign body in the acetabular compartment. The fragment was suspected to have originated from the impactor used during the initial procedure. A revision surgery was performed on (B)(6) 2023¿sixteen days after the primary implantation¿to remove the retained metal fragment. During the revision, the foreign body was excised, and the femoral head and polyethylene liner were exchanged. The patient¿s current health status is unknown.